Manufacturer narrative:
(B)(4). Unit had unresponsive up button due to unlocked j2/lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and unable communicate to sensor simulator or verify no delivery alarm due to unresponsive button.

Event description:
The customer's daughter reported via phone call that the customer only wants to use the sensor feature on the insulin pump. Blood glucose was 298 mg/dl and hospitalized not due to diabetes related. The customer declined troubleshoot for high blood glucose of her mother. The insulin pump will be returned for analysis.